Event description:
Customer advises troponins giving a false positive on all patients. They had the service engineer come troubleshoot issue, and it was determined that the sample was the problem. This lot is the only lot number that has been used for troponin testing. The analyzer in use is the siemens dimension xpand. The centrifuge in use is the drucker diagnostics model 642e centrifuge at 1348 rcf for 10 minutes. The specimens were centrifuged within 2 hours of collection. The customer is unsure if the specimens were filled appropriately to the fill mark on the tube, +/- 10%. The specimens were filled at least 2 ml per tube. The specimens were not re-centrifuged. No photos available. Unused samples available to return for evaluation. The issue with patient troponin started at the end of december to beginning of january. They made a service call on jan 8 to try to solve this problem. Contamination was ruled out using chem wash as the sample. They changed out the source lamp and recalibrated. The results were good but the qc ran lower than expected on that reagent lot after they recalibrated. On march 3, a new lot of troponin was calibrated and put in use. Immediately all of the patients were elevated. On march 6 a call to technical support was made to figure this out again. Contamination was ruled out again using chem wash as a sample. A service engineer was called out to their lab for this issue. On march 8 he performed maintenance and decontamination. They also recalibrated with a new set of calibrators afterwards. They ran several patients that were thought to be negative for troponin and all of those results were elevated. On march 9 the proficiency samples from january were ran. Those results were all within the expected range and close to the mean. They decided to draw all of the different chemistry tubes from the same person and see what happens. The green vacuette was elevated and the red bd tube was negative. The next day the service engineer suggested running precision. They drew 4 people with no cardiac problems. They ran 4 troponins on each tube. The greiner tubes were elevated and the bd tubes were negative. The customer advised they usually use the bd lithium heparin tubes for chemistry tests, but since blood tubes are in short supply they decided to use greiner tubes. They have used the sodium citrate, edta, and gray tubes with no issues. They didn't do a tube comparison study due to the chemistry reagents have been on backorder and in short supply. Customer advised that they did not read the IFU for greiner tubes before putting the tubes into use. They assumed the greiner tubes would be processed the same as the bd tube.

Manufacturer narrative:
Complaint (B)(4). Samples for evaluation were only recently received and are still under evaluation. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Received 50pcs 456087p/b21073n9 for evaluation. Also received 5pcs 367815/1144723, which are bd serum tubes. Received further customer information stating they are experiencing the same issue with the competitor tubes. We have no further complaints for the material/batch. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged event could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion.